Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. The customer reported on high energy, injuring patients. The device ga-0005200cn: 22764 was installed at the facility on 2019, and the most resent pm was done on 2021. Since then, there is no pm was done on this device. This device is under contract. We strongly recommend performing early preventive maintenance (pm) and timely service to keep the device in proper working condition. The initiative and payment for these services are the customer's responsibility. The service engineer (ce) visited the facility and tested the device. He advised that an error 1082 was caused because the customer previously used a non-original handpiece, which resulted in error 1082. After replacing it with an original handpiece, the issue was resolved. No other issues with the device/handpiece were found. The ce readjusted the handpiece energy and clean the light guide and filter. In addition, the vascular filter is severely damaged and recommended to be replaced to avoid injuring the patient. The equipment is operating normally. The customer should use only original lumenis products otherwise, lumenis cannot be held responsible if non-original handpieces are used. Since no malfunction of the device was found, and the reported error 1082, caused by using the non-approved third-party handpiece and was not related to the injury, we conclude that device malfunction wasn't the suspected cause of the adverse event. Regional clinical expert advised: "there is no record of the use energy on the incident form, only the record of the vascular filter, so I think it should be caused by improper use of the filter. From the degree of skin damage in the photo, there is a risk of scar formation, which means there may be a need for further treatment. 6 - serious injury requiring non-surgical medical treatment." Based on risk file (B)(4)_v risk analysis and report for m22 and stellar platform, - wrong tip\lightguide\ filter insertion to head (par.#20.1.1), can lead to tissue damage, but this risk has been evaluated and found within acceptable limits. According to the um of m22 map: "lightguides, tips and filters must always be kept clean. Remember to clean the coupling gel off the lightguides during the treatment session and after each patient. Take all precautions to ensure that no gel penetrates the module. "Under normal working conditions, the performance of these filters is likely to deteriorate with time and they will require replacement. Defects such as stains on the coated surface, spots where the coating chips or lifts off the substrate, can adversely affect the treatment outcome. Chipped substrates can also affect the consistency of treatments and may in some cases present a hazard to the operator or patient. "Although these filters are consumable, their life span may be extended considerably if the proper care and maintenance is given. Filters directly affect the results of a procedure and therefore maintaining clean, damage- free filters is essential to achieving the desired results. "It is very important to always keep the filter clean, otherwise it can harm the patient and cause damage to the module. Replace the filter if it is broken or if the coating is damaged (i.e., spots cover more than 15% of coating surface)." Based on the provided data, we conclude that an ae caused by user error, due to using inappropriate filter. Since the injury is serious, we're reporting this case to the FDA.

Event description:
Lumenis received an adverse event report on a patients who sustained injury following treatment by m22 device. However, since the customer sent us only one incident form, we'll treat this case in a single complaint.